Event description:
It was reported that the device ran intermittently and overheated during testing. There was no patient involvement, adverse consequences or delay in the procedure alleged with this event.

Manufacturer narrative:
Device evaluation was performed and the worn internal components were replaced.